Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the intraocular lens implantation procedure, the lens was damaged by the company handpiece injector, as it got stuck in the injector and had to be removed due to damaged haptics. Additional information was requested but was not available at the time of this report.